Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the serum separator tubes (ssts) displayed strong interference's across several nmr analytes that were enhanced with decreased tube fill volumes. Analytical interference in nmr lipoprotein subclass results was observed across many different tube types. The 5 ml greiner bio-one z serum sep clot activator tube correlated the best with non-gel containing serum tubes from bd and greiner bio-one. Bd serum separator tubes (ssts) displayed strong interferences across several nmr analytes that were enhanced with decreased tube fill volumes. Interferences were also observed with different sizes of greiner bio-one z serum sep clot activator tubes. Interference was generally not observed with conventional lipid testing, although minor interference was found for some tubes with lipoprotein (a) [lp(a)].

Manufacturer narrative:
Investigation: bd reached out to the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. A root cause could not be determined and DHR could not be reviewed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the serum separator tubes (ssts) displayed strong interference's across several nmr analytes that were enhanced with decreased tube fill volumes. Analytical interference in nmr lipoprotein subclass results was observed across many different tube types. The 5 ml greiner bio-one z serum sep clot activator tube correlated the best with non-gel containing serum tubes from bd and greiner bio-one. Bd serum separator tubes (ssts) displayed strong interferences across several nmr analytes that were enhanced with decreased tube fill volumes. Interferences were also observed with different sizes of greiner bio-one z serum sep clot activator tubes. Interference was generally not observed with conventional lipid testing, although minor interference was found for some tubes with lipoprotein (a) [lp(a)].